Event description:
It was reported "after removal the helical metal coating of the device has an area no longer adherent to the catheter. The polymer coating appears not integral. Moreover, the introducer tends to curl a lot easily on himself ". The customer reported that the device was removed and not replaced. The patient's current condition is reported as "fine".at the time of this report, the customer has not returned our requests for additional information. At the time of this report, the customer has not returned our requests for additional information. Please see associated MDR# 3010532612-2024-01035.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint of sheath damaged is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after removal the helical metal coating of the device has an area no longer adherent to the catheter.the polymer coating appears not integral. Moreover, the introducer tends to curl a lot easily on himself". The cusomter reported that the device was removed and not replaced. The patient's current condition is reported as "fine".at the time of this report, the customer has not returned our requests for additional information. At the time of this report, the customer has not returned our requests for additional information. Please see associated MDR# 3010532612-2024-01035.